Event description:
A recently published article identified four possible adverse events within slovenia. The article detailed that jus ksela and his colleagues performed 131 leads extractions from 2015 through 2019 at the university medical center ljubljana. The retrospective study utilized cook evolution rl controlled-rotation dilator sheath sets during transvenous lead extractions and concluded the study with procedural and clinical success rates of 92.4% and 98.5%, respectively. The physicians reported 4 adverse events occurring inside the 67-patient aggregate. One patient experienced worsening tricuspid valve regurgitation from none to mild regurgitation not necessitating any further treatment. There were no patient deaths in the cohort; the following complaints are related: (B)(4).

Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.